Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support. While on support, the doctor noted extravasation under fluoroscopy at the sheath site. The doctor felt there may be a tear at the insertion site due to proximity to bifurcation. The decision was made to explant the current impella cp over an 0.035 wire. A 16 french dry seal sheath was placed and did prevent extravasation per fluoroscopy. A new impella cp was then placed. The patient is stable and the procedure was successful with another device.

Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The device nor sufficient clinical information was returned for evaluation. Due to the lack of product returned and insufficient clinical details, the root cause of the vascular damage - peripheral vessel could not be determined.